Manufacturer narrative:
According to the customer, "the nurse drew a sample with a 10 ml syringe and the sample port came off". The customer reported the incident required the insertion of a new foley catheter. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the nurse drew a sample with a 10 ml syringe and the sample port came off".